Manufacturer narrative:
Correction brand name, model/lot #, PMA#, device manufacture date: initial MDR inadvertently filed on the incorrect navigation system. Correct system information provided.

Manufacturer narrative:
On 07/21/2016 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in a cranial procedure, during navigation, the site's navigation system's two monitors unexpectedly went to a blue screen. The biomed representative noted that all other display tabs (surgeon selection, patient selection, procedure, patient referencing) looked perfectly normal. The biomed representative re-booted the navigation system and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.